Event description:
Healthcare professional reported a left-side "clear leak - hole." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, device appearance (observed 40 mm dark patch edge material inside gel device) opening and underweight. A microscopic analysis was performed which one crease sharp in the posterior side and have non-penetrating nicks. Based on the device analysis the final assessment is: a crease sharp in the posterior side.

Event description:
Healthcare professional additionally reported ¿extensive free silicone is seen extending superiorly from the implant toward the axilla.¿

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left-side "clear leak - hole." Device has been explanted.